Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used to sample nodal station 10r during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, when the physician attempted to puncture the target site with the needle, the distal end of the needle kinked. The physician was then unable to retract the needle into the sheath. The device was removed from the patient through the scope, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one expect pulmonary needle was returned for analysis. A visual evaluation of the returned device noted that the needle was bent at approximately 3.5 cm from the distal end. A functional evaluation revealed that the needle could not be completely retracted into the sheath due to the bend in the needle. There were no other issues with the device. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used to sample nodal station 10r during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, when the physician attempted to puncture the target site with the needle, the distal end of the needle kinked. The physician was then unable to retract the needle into the sheath. The device was removed from the patient through the scope, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.